Event description:
Consumer alleges she was burned while using heating pad. She alleges second degree burn on left buttock. She alleges that she sought medical attention, and that treatment choices led to infection which caused her to be hospitalized for five days.